Event description:
It was reported that the patient had diaphragmatic stimulation related to the left ventricular (lv) lead. Reprogramming was preformed and no stimulation was reported. The patient was a participant in the (B)(4) study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the left ventricular lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).